Event description:
In 2009, that pt reported experiencing issues with infusion sets from his current box. He stated that 4-5 times over the past month the infusion tubing does not correctly reattach to the infusion site when reconnecting after showering. He stated that he does not hear the audible "snap" when reconnecting. He stated that the infusion tubing sometimes becomes disconnected at the infusion site and he experiences elevated blood glucose. Upon follow up eleven days later, the pt reported that he was woken up in the middle of the night and found that the infusion tubing is disconnected and there is moisture on his pants from insulin. His blood glucose has elevated to 300 mg/dl as a result. His normal blood glucose range is 70-150 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced. The alleged product was discarded. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.